Event description:
The unit was returned for analysis after 4 days implant duration stating the pt had experienced unsteady stimulation therapy; the sensation was described as waving or jolting felt during the test stimulation trial. The product was replaced in 2007 and was returned to the MFR for eval.

Manufacturer narrative:
Results of final product evaluation revealed multiple straight wire conductors were broken. Results of visual exam detected multiple lead wires are fractured, as follows: one conductor is broken, located in-between the #1 and #2 electrodes. Another conductor component is broken at the distal edge of the #2 electrode. One conductor is broken in between the #3 and #4 electrodes. Two conductors are broken at the distal edge of the #4 electrode. Two conductors are broken at the distal edge of the #6 electrode. Visual exam detected a crack in the epoxy material at the locations where the conductor breaks were observed. Inspection shows the distal end of the device is stretched; the proximal end of the product is intact and undamaged. Analysis confirms the reason for device return. Product service life was four days.